Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported the patient experienced a fever and infection. On (B)(6) 2019, after an ablation procedure with an intellanav mifi open-irrigated ablation catheter, an intellamap orion high resolution mapping catheter, two ep-xt diagnostic catheters and two non-boston scientific sheaths, the patient experienced a high fever and was diagnosed with an ambiguous infection. The patient was given unacid 3g intravenously (IV) on (B)(6) 2019, cefirexon 2g IV on (B)(6) 2019, and zopiclon 7.5mg orally on (B)(6) 2019. The event resolved on (B)(6) 2019.